Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. ¿

Manufacturer narrative:
Field service engineer (fse) went on site to repair the device. The grey connector of the device was replaced according to other equipment manufacturer (OEM) instructions. Device repaired and verified according to OEM. Software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any new information is available.

Event description:
As reported for this event, the grey connector of this device was broken. There is no harm reported to any patient.